Manufacturer narrative:
(B)(4). A visual, functional, or dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional tests were performed as part of this complaint investigation. The device history record of batch number: 74a2200229 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. A product sample is necessary to perform a proper investigation to determine the root cause and the corresponding corrective actions. The customer complaint cannot be confirmed based only on the information provided and an attempt to duplicate the failure mode was made but at the time, there is no inventory of the involved product code available at the facility or being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Reported issue: upon connecting the pleur-evac system to the catheter, drainage flowed. It was noted that a large leak was occurring from the bonded connection between the silicone drainage tubing and red connector port or between the red connector port and blue connector. The female patient had coronary bypass surgery and the chest drain was connected at the end of procedure; the floater was not showing when connected to the suction and no drainage. There was no reported injury.